Event description:
Drug was given over 12-18 hours instead of over 24 hours. The pt was being showered by their spouse who placed the driver into a plastic bag. The pt was very liberal with the water when showering and some water entered the bag the device was in. The spouse checked the device and then again several hours later. It appeared to be working normally. However, during the night it overinfused the medication. No pt injury. Together with battery and clear case - set to 54mm/24hrs upon receipt. Investigation completed 03/05 fluid incress/contamination. Warning given in manual regarding not using device after contact with water/fluid-concluded with customer.